Event description:
It was reported that this valve was explanted at implant due to mitral regurgitation as seen on echocardiography. A central jet of refurgitation was present. No further information was provided.